Event description:
It was reported via repair work order that the front wheel was missing which could cause the stair chair to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.